Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the procedure according to IFU, md found that balloon loosened. So md opened up the new kit to finish the procedure". Per the customer, it is unknown if the 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon loosened" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the procedure according to IFU, md found that balloon loosened. So md opened up the new kit to finish the procedure". Per the customer, it is unknown if the 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the se-rial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/tray. Returned with the sample was the supplied data-scope inflation driveline tubing; the returned data-scope inflation driveline tubing was noted fully sealed/unused. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The iabc bladder was fully unwrapped. No kinks or bends were noted to the returned sample. No blood was noted on the interior or the exterior surfaces of the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0076in-0.0078in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak test-ed in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon loosened" is confirmed. The iabc bladder was fully unwrapped upon receipt of the sample. The unwrapped bladder can cause difficulty advancing the iabc into the sheath/patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the unwrapped bladder. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the procedure according to IFU, md found that balloon loosened. So md opened up the new kit to finish the procedure". Per the customer, it is unknown if the 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".